Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was noted on the right ventricular (rv) lead. During an unrelated procedure the physician attempted to reposition the rv lead but the helix was unable to be retracted. The event was resolved by explanting and replacing the rv lead during the unrelated procedure. The patient was in stable condition.